Manufacturer narrative:
Approximate age of device - 7 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for potential outflow graft obstruction. The patient presented with elevated lactate dehydrogenase (ldh), and CT scan showed an outflow graft occlusion. The CT demonstrated a narrowed lvad outflow graft leading to the aorta. It was compared to previous imaging and it was determined to be a chronic narrowing. The patient was not a good candidate for stenting or ballooning of the graft. The patient¿s lactate dehydrogenase (ldh) remained in the 1000¿s u/l during admission and was started on high dose heparin drip and coumadin was held. The patient was discharged home on unspecified date and doing well. At the time of the event patient was taking aspirin 325 mg daily and warfarin inr goal 2-3. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between vad-9474 and the report of hemolysis and suspected thrombus could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Additionally, the submitted log file appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.